Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The patient had to go under complete anesthesia because the capsule needed to be retrieved out of lung.